Event description:
During an endoluminal abdominal aortic aneurysm (aaa) revision, the distal end of the non-(B)(6) steerable sheath (125cm cook medical vanschie 2 catheter) detached in the patient and was removed safely. The surgeons were using an agilis nxt 8.5f introducer and were manipulating the vanschie catheter through it. Resistance was noted while inserting the vanschie catheter into the agilis sheath. After removing the vanschie catheter, the scrub nurse noticed that the catheter was not full length and could see the end had a tear in it. The surgeons were notified immediately and under x-ray guidance, the distal end of the vanschie catheter was visualized and removed safely from the patient with no harm to the patient. It appears the catheter had been ripped while being used within the agilis introducer. Once the end of the catheter was removed from the patient, it was confirmed that the full length had been removed when comparing it against another 125cm catheter. It is unknown what caused the catheter to tear. There were no performance issues noted with the agilis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).